Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 16x4.50 omega¿ stent was selected to treat the lesion. After unpacking, upon removal of the stent protector, it was noted that the middle portion of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached; method code, result code and conclusion code. Device evaluated by MFR: returned device consisted of an omega stented balloon catheter. The balloon was tightly folded. The stent was microscopically inspected. Inspection revealed stent damage (lifted, stretched) located 15mm from the tip of the device. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 16x4.50 omega¿ stent was selected to treat the lesion. After unpacking, upon removal of the stent protector, it was noted that the middle portion of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.